Event description:
It was reported that during a device follow up, the patient reported occasionally experiencing a hiccupping feeling when lying on the left side. Adjustments were made to the left ventricular (lv) lead amplitude parameters in response to the likely intermittent diaphragmatic stimulation. The lv lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.